Manufacturer narrative:
Samples are collected in plastic bd lithium heparin tubes and centrifuged at 4200 rpm for 5 minutes. Specimens are sampled from 1 ml insert cups. Qc (qc) resulted within specs prior to and after the reported event. A sys check was performed and resulted within specs. Note: although the customer stated false high results were obtained on two pts, the customer did not provide results for the first pt; event date (B)(6) 2009. The field svc engineer (fse) was dispatched. Preventive maintenance (pm) which was due was performed. In addition the main pipettor tip, precision pump belt, and wash pump belt were replaced. Sys check was done and passed. Wash out alignment was checked and required 8 steps to ctr. Repeated washed portion of the sys check which met specs. Lumwash son/inc test was performed and passed. Noted the customer recalibrated accutni and ran qc (qc). The root cause for this event could not be determined. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2122870-2011-04878.

Event description:
The customer reported erroneous high accu tni (troponin I) test results were generated when using access 2 immunoassay sys for two pts. Erroneous test results were not reported out of the lab. The initial (2nd pt's) result did not match the pt's previous troponin results; therefore, the sample was re-run and the correct result was sent to the physician. There is no data provided for the 1st pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents 1 of 2 events reported by this customer.